Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image glitches. A root cause could not be identified. Based on the results of the investigation, it is likely that image glitches led to scope error (e217). Additionally, the most probable cause of the image glitches is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited scope error (e217). The issue occurred during inspection for use. There was no patient involvement.